Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a digging skin irritation under their left breast from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse inquired about using an ointment for the skin irritation. It is unclear if the nurse applied the ointment. Reporting out of abundance of caution. Outcome of the irritation is unknown as follow up attempts were unsuccessful.